Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure during use. The following has been provided by the initial reporter: it was reported that the shield did not engage, it broke off and hung to the side. Shield did not engage as it broke off and hung to the side.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure during use. The following has been provided by the initial reporter: it was reported that the shield did not engage, it broke off and hung to the side. Shield did not engage as it broke off and hung to the side.